Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a farawave catheter was selected for use. During ablation, the physician attempted to change from flower to basket and found that the wire became stuck. The catheter was removed from the patient and the wire could not be moved. The device was replaced and the second catheter was also defective, so it was replaced again and the procedure was completed successfully. No patient complications were reported. The device is expected to return for analysis.